Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Cancer: radiation treatments, previous revision: (B)(6) 2012, total hip surgery: date unknown. This report is on a plate, part and lot numbers are unknown. Without a part number, the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date (B)(6) 2012. (B)(6).

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
Patient originally received total hip surgery, date unknown. Patient then fractured the femur below the prosthesis where a tumor was present. Patient was implanted with plate and screws on (B)(6) 2012. The plate became bent and patient was revised to another plate and screws on (B)(6) 2013. This event was reported on mr numbers: 2520274-2013-00089 and 2520274-2013-00109. Patient was then revised to another plate and screws. Consultant stated x-rays were taken, dates unknown, and the patient may have complained of thigh pain. It was discovered there was a nonunion, not healing, and the plate was broken. The hardware was removed on (B)(6) 2013 and the patient was revised to a longer total hip prosthesis. Patient has cancer and has been receiving radiation treatments. This report is on an unknown broken plate that was removed. This is 1 of 1 report for complaint (B)(4).